Manufacturer narrative:
Plant investigation: the actual sample was received at the plant. A visual inspection was performed according to bom 050-95018, the sample was found acceptable. A dimensional inspection was performed to actual sample using a digital caliper cfr-2696. The dimensional inspection was performed according drawing no. P134d-a984, with acceptable results. A functional test was performed to actual sample; during test no leaks or disconnection of the apd adapter were noticed. The test was completed successfully. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported a fresenius apd luer lock adapter that leaked during the final dwell phase of a patient¿s (B)(6) 2018 peritoneal dialysis (pd) treatment. It was confirmed that there was no visible damage to the luer lock adapter, and confirmed it was reportedly connected correctly. It was confirmed the patient opted to cancel their treatment, and confirmed there were no symptoms from not completing treatment. A pdrn visited the patient in their home, and confirmed there was no adverse events, injuries, or medical intervention required. The patient had since resumed their normal pd treatments without issue. The luer lock adapter is reportedly available for return to the manufacturer.